Event description:
The user found that the image was not clear and replaced other scope to use. No harm was caused to patient. This event occurred at the time of during use.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information d8:yes. G6: follow up #1. H6: coding changed based on the investigation result. Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changesand causes fogging.